Event description:
I've had many sensor failures of the dexcom g7 over the last several months. Typically, this device lasts 10 days with one or two signal failures when the device is far away from the phone for a longer period of time. Lately, the device fails several times a day for hours on end and usually doesn't reconnect without being forced by shutting off bluetooth and turning it back on again. This has led to many hyperglycemia events including one right now where I'm nearly 400 with body aches and nausea. This has been a recurring theme with the g7 across the last ~8-10 sensors I've worn. Reference reports: mw5168400, mw5168401, mw5168403, mw5168404, mw5168405, mw5168406, mw5168407.